Event description:
It was reported that the patient sought medical attention through a call with the doctor for diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached above 24 mmol/l (432 mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include the patient was vomiting and had stomach pain, shortness of breath, headache and re-flux. The doctor advised the patient's parent to deliver a shot of 2.5 units of insulin to the patient as treatment. The patient's blood glucose level started to come down. The pod was removed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention through a call with the doctor and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Please disregard report#: 3004464228-2025-63616-00, it was reported in error.

Event description:
Not applicable as the event is not reportable.